Manufacturer narrative:
(B)(4).

Event description:
Procedure type: not known. According to the rptr: I was told the bag kept tearing. I was not there, so I do not know if it tore on the bottom, or the top, or if this was simply user error. Another endo catch device was used. There was no bleeding reported in excess of 250cc. The case was not extended by more than 30 minutes. There was no tissue damage or unanticipated tissue loss. No part of the device fell into the pt.